Event description:
The customer reported that the system gave a low ma error message. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the batteries and did a hv calibration. He rebooted the system and flouro several times. The system is operating as intended.